Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was unknown. The customer stated that prior to the alarm occurring, he had had issues with the esc button not clicking as it normally would. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with cracked battery tube threads and reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.